Event description:
An adverse event involving a quickie q7 was reported to sunrise medical on (B)(6) 2014. The dealer stated that the end user was seated in her wheelchair when the front caster and fork assembly shifted rearward. The dealer is alleging that this caused the end user to fall out of the wheelchair and sustain a broken right leg.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.